Event description:
It was reported that the brady lead was not successfully implanted in the left bundle branch (lbb) due to could not find the right combination of acceptable morphology and pacing threshold. Also, the physician found that the helix may have been clogged with tissue and not retracting completely. A new lead was implanted. No adverse patient effects were reported.